Event description:
A malfunction alarm with code malf 0 was reported, but no notable events occurred before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within an acceptable range. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if the issue reoccurred.